Event description:
Customer reported that the insulin pump's display was blank. Customer was unable to get the display to return after troubleshooting. Blood glucose level was 375 mg/dl at the time of the call. Customer stated that she would treat with a manual injection. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to broken connector on interface board. The device had cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.